Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the rep said she has heard of a lot of cases where the ins is replaced early because of charging issues. The rep said she has no information about these cases, only that she has heard about this type of event.